Event description:
It was reported while using bd q-syte luer access split septum the product was damaged and leaked. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022 when the nurse flushed the patient's infusion tube, she found that the needle-free closed infusion joint of the septum was damaged and leaked.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.